Manufacturer narrative:
Approximate age of device: 3 years, 1 months. The pump was not explanted at the time of the patient's death. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted on (B)(6) 2018 due to constant low flow alarms. Medical management with anticoagulents was continued, and in addition the lvad clinicians requested a system controller with custom software for a lower threshold for low flow alarms. A decision was made by the clinicians to discontinue vad support for patient due to recovery of the left ventricle (lv) and continuous low flow alarms. The pump was stopped on (B)(6) 2018 and within 2 minutes the patient experienced facial droop and right-sided weakness. The vad team called a stroke code and had an emergent head CT was performed which confirmed the stroke. The patient was placed on comfort cares and expired on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed through this investigation. Additionally, a direct correlation between (B)(4) and the patient's outcome could not conclusively be established. It was reported that the patient presented with constant low flow alarms and experienced an acute ischemic stroke. Per the vad coordinator, the pump will not be returned for evaluation. The heartmate ii IFU lists stroke, renal failure, bleeding and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event

Event description:
Patient had an acute ischemic infarcts (stroke) and there was no change in patient condition or anticoag status that may have lead to the stroke prior to admission. The device will not be returned.